Manufacturer narrative:
(B)(4).unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
It was reported that the insulin pump had damage near the reservoir and the right amount of insulin was not coming out. Customer has had to treat with manual injections to bring their blood glucose readings down. Customer mentioned that a piece of the insulin pump was missing. Customer's most recent blood glucose reading was 384 mg/dl and has treated with the insulin pump. No further information reported.